Manufacturer narrative:
This complaint originated in (B)(6), and was reported to kulzer (B)(4). It was recorded by kulzer (B)(4) as safety-standard instead of safety-critical. Kulzer (B)(4) was made aware (B)(4) 2017. There was no hazard for user, patient or third party. This malfunction is reportable as sec. 803.50 states: if you are a manufacturer, you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
This complaint came from a customer in (B)(6). Clamp broken.